Event description:
During routine mapping, in-situ measurements reportedly showed high impedances and possible short circuits. The user's mother reported that the user had been injured. Further medical intervention is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress, caused by the reported trauma, appears very likely. However, to determine an exact root cause device investigation would be necessary. Further medical intervention is considered but no date has been scheduled yet.

Event description:
The user_s hearing performance with the device is affected. An accident is reported. Further medical intervention is considered.

Event description:
The user_s hearing performance with the device is affected after a trauma to the skull. The user has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with the reported external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.